Event description:
Inserted 20ga bd cathena safety IV catheter in 3 patients and the safety backflow valve that prevents blood from leaking out of end of catheter after stylet is removed did not work. Had leakage of blood onto the floor and patient. Manufacturer response for IV catheter, cathena (per site reporter). [Redacted] meeting w bd at their request: bd was able to replicate the failure of the anti-reflux valve in the 20g and 18g cathenas. Sometimes this can be practice-related regarding the ¿needle parking,¿ but in this case there was also a product defect detected. The investigation is not formally closed yet, but there seems to be a single batch of septums with tear in the septum. Unknown if received this way or if happened during the assembly process at bd. [Redacted] will feedback the practice piece to the staff to try to eliminate that factor in the future. So far, bd has identified 6 lots that contained the faulty septums. 2 of those lots were shipped out to distributors and may reach customers. The other 4 lots were proactively placed on internal hold pending the investigation. Bd will provide the model/ref numbers and corresponding lot numbers that have been identified as potentially having an issue. Including the customer that reported the 18g another customer 18g mr#386865 lot#4198480. The ivs with these septums were mfg¿d around [redacted] and distributed to distributors late fall [redacted]. For items coming off the mfg line now, they are performing additional quality checks and are performing well. Timeline: anticipate more information or being closer to closure in next ten days. Next steps: the last two events were from [redacted] and [redacted] in preop and endoscopy. Given the fact that these areas place such high volumes on a daily basis, lack of ongoing trend of complaints, and limited lots of impacted products in prelim assessment, the [redacted] team will not sequester or message about product. The product is likely used up (based on the sites the complaints originated from) and the implication to patient/staff safety is not of heightened concern. Will await final outcome from bd to re-assess plans and will communicate back to all reporting sites with the outcome at that time.